Event description:
It was reported by a company rep that a vns pt underwent full revision surgery as the pt experienced an increase in seizures as the battery depleted. An implant card was received indicating the pt underwent surgery as scheduled. However, the card indicated that the pt underwent revision surgery due to a lead discontinuity. At the moment good faith attempts to obtain additional info from the surgeon and neurologist have been unsuccessful to date. Also attempts to obtain the explanted devices have been unsuccessful to date.